Event description:
It was reported that shield leakage and inability to inject occurred with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "consumer stated, she's finding it hard to remove shields from syringe. Stated, during injection, insulin is leaking around hub, (this happened on (B)(6) 2019, 1 syringe only). Stated, not able to draw insulin stated, once when removing plunger cap, the plunger rod. Came out. Stated, not able to draw medication with some syringes. Stated, different issues have been happening for the last 3 months. No specific incident date or what happened when, only for the leakage that occurred on (B)(6) 2019."

Manufacturer narrative:
Investigation summary: customer returned samples for (lot: 8239953 and unknown lot) cannula shield difficult to remove/detach, unable to operate (not drawing), plunger rod separates. Customer returned four (4) loose 31g x 6mm, 0.3ml bd insulin syringes. It was reported that the consumer is finding it hard to remove shields from syringe, insulin is leaking around hub, not able to draw insulin, when removing plunger cap the plunger rod came out, not able to draw medication with some syringes. All four returned syringes were examined, and it was observed that two syringes had plunger caps, and two did not. Removing the plunger caps did not result in the plunger rods separating. Next, the samples were tested to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample 1 shield removal force (lbs): 2.29. Sample 2 shield removal force (lbs): 4.02. Sample 3 shield removal force (lbs): 4.37. Sample 4 shield removal force (lbs): 2.59. All four samples were then tested for flow using water: all four syringes were able to draw and expel properly. As no manufacturing defects were observed on any of the returned samples, the alleged issues could not be confirmed. A review of the device history record was completed for batch # 8239953 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 8239953. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-08-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that shield leakage and inability to inject occurred with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "consumer stated, she's finding it hard to remove shields from syringe. Stated, during injection, insulin is leaking around hub, (this happened on (B)(6) 2019, 1 syringe only). Stated, not able to draw insulin. Stated, once when removing plunger cap, the plunger rod. Came out. Stated, not able to draw medication with some syringes. Stated, different issues have been happening for the last 3 months. No specific incident date or what happened when, only for the leakage that occurred on (B)(6) 2019."